Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Blood glucose (bg) was elevated, however, specific bg value was not provided. Reportedly, the alarm enunciated despite the customer interacting with the pump within the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time). The alarm can be set anywhere between 5 and 24 hours). Although requested, the customer declined troubleshooting.